Event description:
On (B)(6) 2010, patient reported the down button on the infusion device was defective. This was noticed on day of report when patient attempted to decrease basal rate. Patient has used this infusion device for 2-3 years and boluses 3 times per day. Down button pops up after being pressed. Infusion device was not dropped or exposed to water or insulin ingress. Up button continues to function as intended. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation.